Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and noise on distal electrodes was being displayed. The bwi failure analysis lab received the device for evaluation. Upon receiving, the catheter was visually inspected and the peek housing - tip transition was cracked with exposed braid. An x ray of the catheter was taken and it was noticed that the t bar was slightly slid down, getting caught at the peek housing - tip transition. This condition may contribute to the peek housing crack section since the t bar was applying internal stress at that point. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage peek housing from leaving the facility. Then per the reported event (noise), the catheter was evaluated for electrical resistance and current leakage and it failed on electrode 6. Further examination revealed that the lead wire 6 was broken causing the improper signal condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint has been verified. An internal corrective action has been opened to address the t bar issue and the peek housing issue.

Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and noise on distal electrodes was being displayed. There was no patient consequence. This event is being reported because the bwi failure analysis laboratory received the device for evaluation and found that peek housing and tip lumen transition is cracked opened with reddish brown material inside the area and braid wire exposed. This finding is reportable because could potentially contribute to a death or serious injury.